Manufacturer narrative:
The smiths medical pump was returned for analysis and it was found to be in fair physical condition. The housing was cracked. Error 1870 was found in the event log. The customer's reported problem was duplicated. The motor was activated and the device went into error 1870 during testing of the pump. The motor was found to be the problem and the circuit board was replaced as well.

Event description:
Information was received indicating that a smiths medical cadd legacy pump was presenting with lec 1870. This issue occurred during testing without a patient. There were no adverse events reported.